Event description:
It was reported to pioneer in 2005 by pioneer distributor that "sales consultant advised that two of the three cables implanted in 2005 were noted as broken and were removed in 2005.

Event description:
It was reported to pioneer in 2005 by pioneer distributor that "sales consultant advised that two of the three cables implanted in 2005 were noted as broken and were removed in 2005." No other information is known at this time.